Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant.